Event description:
Boston scientific received information that this implantable cardioverter defibrillator caused a red alert to be declared due to high shock lead impedances. The patient's physician was aware of the situation and the pacing system remains implanted at this time. (The right ventricular defibrillation lead model and serial number is unknown) the patient will be monitored closely. No adverse patient effects reported.

Manufacturer narrative:
At this time the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report will be submitted should further information be provided.

Event description:
Approximately a year and a half later additional information was received that this implantable cardioverter defibrillator (ICD) caused a red alert to be declared due to a low shock impedance. At this time, the patient's physician was aware of the situation and the pacing system remains implanted. (The right ventricular defibrillation lead model and serial number is unknown) the patient will be monitored closely. No adverse patient effects reported.